Manufacturer narrative:
The insulin pump had operating currents within specifications. No weak battery alarms noted. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The insulin pump had a cracked case at the lcd window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and display anomaly. The blood glucose at the time of the incident was 84 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.